Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2, the or noticed the device didn't look right. The black plastic sheath on the shaft just below the jaws was deformed and was slightly bent. They did not use the device and opened up another kit for the case. This device was not used on a patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25161423 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/19/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device handle. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects observed. The base of the jaws was observed to be slightly bent upwards. The black shaft at the base of the harvesting device was observed to be peeled back, exposing the metal base of the harvesting jaws. Based on the returned condition of the device, the reported failure "material twisted/ bent shaft" was confirmed as well as for the analyzed failure "peeled shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a